Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the health professional tried to leave the foley catheter in place by filling it with sterile water, but health professional couldn¿t inject it. When health professional withdrew it from the body and tried to inject it, the sterile water wouldn¿t come out.